Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine the root cause.

Event description:
A customer contacted baxter's technical service center to report receiving a check your position alarm with the homechoice (hc) machine during fill 1. The patient stated there is air in the patient line. The technical service representative (tsr) advised the home patient (hp) that they will need to end therapy and start over with new supplies. Tsr advised the hp to check patient line prior to connecting self after priming to make sure patient line has primed to top and no air in line. Product surveillance contacted the patient on (B)(6) 2010. According to the patient this was her first time on the cycler. The patient believes that the long line was kinked during priming, which is why she had air in the line. The patient stated she straightened this out. She discarded supplies and started over. The patient stated she resumed therapy with no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a check your position alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. In a follow up call by product surveillance, the patient stated she believed that the air in the line was due to kinks in the tubing. Per the complaint information the cause of the alarm is the air and kinks in the patient line. Review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.